Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Dental office reported that patient came into the office with visibly swollen lips and sores. The patient was using the kör 16% carbamide peroxide and the kör desensitizer. Dr (B)(6) suspected an allergy. Informed dentist to instruct patient to discontinue use of the kör desensitizer indefinitly. Informed the office to have the patient discontinue use of the product until the swelling is gone and then have the patient resume whitening with only the whitening gel after that. Followed up with office on (B)(6) 2017, patient was doing well and all symptoms were gone. She has resumed whitening without using the kör desensitizer.